Event description:
Territory manager reports wound ostomy continence nurse reported a (B)(6) male underwent right total knee replacement on (B)(6) 2013. Surgical cover dressing was applied in operating room on (B)(6) 2013. Staff nurse noticed fluid filled blisters on lateral right upper side to right of dressing border. The dressing was removed by a staff nurse today for concerns of swelling in the general area of knee incision and concerns over possible additional blisters under the dressings. When the dressings were removed by the nurse she noted skin stripping alongside the incision from the removal.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Wound ostomy continence nurse states the surgeon does not see pt on a daily basis and at this time there have been no new orders obtained for treatment of the area. No info to date if pt has been physician. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow up report will be submitted. (B)(4).